Event description:
It was reported that there were concerns the pacemaker was experiencing premature battery depletion (pbd). Technical services (ts) noted the consumption increased slightly. The device's power consumption was increasing in a gradual fashion. It was noted that the increase in power consumption was consistent with hydrogen degradation of a component. Currently the device remains in service. No patient adverse effects were reported.

Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that there were concerns the pacemaker was experiencing premature battery depletion (pbd). Technical services (ts) noted the consumption increased slightly. The power consumption was increasing in a gradual fashion. Currently the device has been explanted at a surgical intervention. No additional adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that there were concerns the pacemaker was experiencing premature battery depletion (pbd). Technical services (ts) noted the consumption increased slightly. The power consumption was increasing in a gradual fashion. Currently the device has been explanted at a surgical intervention and has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. Should additional information become available, this report will be updated.